Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory and the tech processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a check sum error and would not boot up. No patient injury was reported.